Event description:
The rptr did meter to lab comparison tests, side by side, in a fasting state. The results were 117 mg/dl on the meter (capillary) tests, and the lab test (venous) result was 208 mg/dl. Rptr did not have any symptoms. A control test, was in range, 126 (95-142). No harm has alleged.